Event description:
It was reported that bd alaris smartsite pump infusion set was occluded the following information was received by the initial reporter with the following verbatim. It was reported by the customer that the end user is noting that when attempting to prime the infusion set for tpn administration, they are unable to prime past the filter location. A second infusion set with the same lot number was used and again they were unable to prime the line past the filter.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues. Fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review for material# 10010453 and lot# 24125342 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 20dec2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.